Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that surgeon revised patient's left hip - cup and constrained liner (cup, liner and stem are another company's devices) swapped out liner and stryker head only - 28+0 v40 head due to dislocation. - swapped liner and head only. Put in a new stryker head and another company's liner.